Event description:
It was reported, the patient had swelling at the ipg site. It was also reported, the swelling was due to a hematoma. In addition, the patient went to the or to have the hematoma evacuated. Follow-up information revealed the hematoma was evacuated and the patient is healing well. The patient is reportedly receiving effective therapy.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).